Event description:
The reporter stated the surgeon inserted an cc4204bf collamer plate lens but the trailing haptic tore. The incision was enlarged from 3.0mm to 3.2mm to remove the lens. Sutures were required. The reporter stated it was unknown as to why the haptic tore.